Event description:
It was reported that the patient experienced "severe body spasms" and pain for the past week. The patient was hospitalized. The patient's hcp replaced the patient's medication yesterday. The patient stated that the change in medication did not help; he still had pain and spasms all over his body. The physician did not think it was a pump issue. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).